Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. On 2023-11-07, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.